Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the patient received therapy via external cardioversion. There is no malfunction with the device.

Manufacturer narrative:
Additional information was received indicating that the patient received therapy via external cardioversion. There was no malfunction with the device. This complaint is no longer reportable.